Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open right half-colon resection procedure. The circular stapling device was being used for the right anastomosis of the colon. The stapler partially fired, staple was stacked when firing the handle at the first time, the staples can not be properly fired, some staple legs were out of the reload. The anvil could not be tilted after firing and the anvil was not bent. To resolved the issue they manually sutured the staple line. There was no patient harm.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during an open right half-colon resection procedure. The circular stapling device was being used for the right anastomosis of the colon. The stapler partially fired. The anvil could not be tilted after firing and the anvil was not bent. The stapler sizers were not used. There was no patient harm.